Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the device was explanted (date not reported) due to skin breakdown. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 05, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced necrosis at the implant site. The patient was treated with oral and IV antibiotics (date and duration not reported).